Manufacturer narrative:
(B)(4). Other devices explanted: model: 8145, description: reactiv8 implantable stimulation lead, serial number: (B)(6). Model: 5100, description: reactiv8 implantable pulse generator (ipg), serial number: (B)(6). The implantable pulse generator (ipg) and leads were returned for analysis. The ipg passed the functional testing and operated within the manufacturer's specifications. No functional testing could be performed on both leads as they were cut and received into two segments. Visual inspection observed fractured coil wires on both leads. The analysis confirmed that lead conductor fractures caused the high impedance conditions observed on both leads. H6 updated. Although requested, the patient information is not available. Corrected b5- event description. Updated h6 - investigation findings.

Event description:
It was reported that the patient had not been using the device for the past six months. The patient requested an explant because the patient no longer has back pain. Before the explant, the device was interrogated, and both leads' electrodes were out of range. The images confirmed fractured leads. The patient had previously reported being unable to run therapy due to the progression of left lead's out-of-range/high-impedance failure, and the device was reprogrammed to unilateral stimulation at that time ((B)(6) 2023). During the explant procedure, the left lead could not be extracted entirely; therefore, it was left inside the patient at the surgeon's discretion. The implantable pulse generator (ipg) and right lead were removed without complications. There was no report of patient harm or injury.

Manufacturer narrative:
Mml# c-01591 other devices explanted: model: 8145 description: reactiv8 implantable stimulation lead serial number: (B)(6). Model: 5100 description: reactiv8 implantable pulse generator (ipg) serial number: (B)(6).

Event description:
It was reported that the patient had not been using the device for the past six months. The patient requested an explant because she/he no longer have back pain. Before the explant, the device was interrogated, and both leads' electrodes were out of range. The images confirmed fractured leads. The patient had previously reported being unable to run therapy due to the left lead's out-of-range/high-impedance failure, and the device was reprogrammed to address the out-of-range issue. The patient was able to run bilateral therapy at that time. During the explant procedure, the left lead could not be extracted entirely; it was left inside the patient at the surgeon's discretion. The implantable pulse generator (ipg) and right lead were removed without complications. There was no report of patient harm or injury. Post-initial implant images were reviewed, and an improper strain relief loop was observed.

Manufacturer narrative:
Mml# (B)(4). Other devices explanted: model: 8145 description: reactiv8 implantable stimulation lead serial number: (B)(6). Model: 5100 description: reactiv8 implantable pulse generator (ipg) serial number: (B)(6). The implantable pulse generator (ipg) and leads were returned for analysis. The ipg passed the functional testing and operated within the manufacturer's specifications. No functional testing could be performed on both leads as they were cut and received into two segments. Visual inspection observed fractured coil wires on both leads. The analysis confirmed that lead conductor fractures caused the high impedance conditions observed on both leads. H6 updated. Although requested, the patient information is not available. Corrected b5- event description.

Event description:
It was reported that the patient had not been using the device for the past six months. The patient requested an explant because the patient no longer has back pain. Before the explant, the device was interrogated, and both leads' electrodes were out of range. The images confirmed fractured leads. The patient had previously reported being unable to run therapy due to the progression of left lead's out-of-range/high-impedance failure, and the device was reprogrammed to unilateral stimulation at that time (B)(6) 2023). During the explant procedure, the left lead could not be extracted entirely; therefore, it was left inside the patient at the surgeon's discretion. The implantable pulse generator (ipg) and right lead were removed without complications. There was no report of patient harm or injury.

Event description:
It was reported that the patient had not been using the device for the past six months. The patient requested an explant because she/he no longer have back pain. Before the explant, the device was interrogated, and both leads' electrodes were out of range. The images confirmed fractured leads. The patient had previously reported being unable to run therapy due to the left lead's out-of-range/high-impedance failure, and the device was reprogrammed to address the out-of-range issue. The patient was able to run bilateral therapy at that time. During the explant procedure, the left lead could not be extracted entirely; it was left inside the patient at the surgeon's discretion. The implantable pulse generator (ipg) and right lead were removed without complications. There was no report of patient harm or injury. Post-initial implant images were reviewed, and an improper strain relief loop was observed.

Manufacturer narrative:
Mml# (B)(4). Other devices explanted: model: 8145 description: reactiv8 implantable stimulation lead serial number: (B)(6). Model: 5100 description: reactiv8 implantable pulse generator (ipg) serial number: (B)(6). The implantable pulse generator (ipg) and leads were returned for analysis. The ipg passed the functional testing and operated within the manufacturer's specifications. No functional testing could be performed on both leads as they were cut and received into two segments. Visual inspection observed fractured coil wires on both leads. The analysis confirmed that lead conductor fractures caused the high impedance conditions observed on both leads. H6 updated. Although requested, the patient information is not available.